Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has been experiencing in the right atrial channel oversensing for several months. The patient has a history of left atrial mass resection in (B)(6) 2023 and underwent cryoablation in (B)(6) 2024. A review of atrial tachy response (atr) episodes, revealed two distinct strips with varying atrial deflections. These deflections may be related to the patient's previous atrial surgery or possible ra lead noise. At the last follow-up, device settings were adjusted, including turning off dynamic av delay and activating atp in the vt-1 zone. This system remains in service. No adverse patient effects were reported.